Event description:
The device was placed in the patient and one month later it needed to be replaced. Home care reported leaking with a flush performed a few days prior to the device being replaced. The patient subsequently had a dye study of the device on the day of the flush, revealing a crack causing the leak. The patient was scheduled for replacement and the patient's treatment appointments were rescheduled by the urology office.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huwl0283 showed no other similar product complaint(s) from this lot number.